Event description:
It was reported via repair work order that the scale was not accurate due to it being out of calibration and faulty wiring harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.